Event description:
It was reported that during a surgical procedure at the user facility that the device would switch to a different mode on its own. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report to document the device evaluation results.

Event description:
It was reported that during a surgical procedure at the user facility that the device would switch to a different mode on its own. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.